Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was having problems with their extensions. The patient reported that for the last day or two the ex tensions have been hurting to the touch because they are close to the skin. It was also reported that the patient has difficulty turning their head, and they cannot sleep on the side that is in pain. These issues were reported to have begun a few days prior. The patient is seeking a new neurologist to evaluate the issues. It was reported that surgical intervention is planned. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Type of reportable event updated from serious injury to malfunction due to additional information received from a manufacturer r representative.

Event description:
Additional information was received from a manufacturer representative (rep), reporting that the initial report that surgical intervention was planned was speculation by the representative; however, it is yet unknown if that will be deemed necessary. The rep confirmed that it is the intersection of the leads and the extensions that the patient is reporting as being too painful. No further patient complications have been reported as a result of this event.